Event description:
The customer reported the sys continued to produce x-rays after the footpedal was released. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the 5 volt power supply. The sys operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.